Event description:
It was reported that during the laparoscopic gastric bypass procedure, the active blade portion of the shears snapped in half. This break was noticed by the surgeon and the broken tip was found outside the patient on the drape. A new shear was opened and used to complete the case without inicident.